Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 04/13/2016. Date of follow-up report :08/11/2016. One used ls1500 was received for evaluation. Visual inspection found no defects. The customer reported that the trigger locked and did not spring back. The reported condition was not confirmed. Inspection noted a minimal amount of dried blood between the jaws. The handle was latched and unlatched without difficulty and the jaws opened and closed properly. The trigger was slow to return to home position but was not locked or jammed. No failure mode was identified.

Manufacturer narrative:
(B)(4). Date of initial report: 047/13/2016 the incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device locked and would not open. No patient injury reported. No other information was made available by the site.